Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received info that this pt reported symptoms of being uncomfortable, swelling, irritation, shocking and itching. An infection was suspected and the pt was urged to consult their physician. During preparation for a revision procedure, right atrial (ra) lead dislodgement was noted due to twiddlers syndrome. The pt was taken to the operating room were the lead was successfully explanted and a new lead was successfully placed.